Event description:
Patient had tibial implant left knee 11/17/93. On 8/10/94 had tibial implant right knee. March of 1995 began having problems with left knee, severe pain. 6/2/95 had revision of left knee. Found polyethylene tray cracked; replaced tray. 12/96 had problems with left knee, admitted lmc. 1/17/97 had revision of implant. Found cracked tray again. Explanted whole implant. Replaced with modular system.

Manufacturer narrative:
Conclusion statement: expected wear from misaligned implant.